Manufacturer narrative:
The reference stock of the lot numbers identified in this case have been tested leakage, and no leakage was found. To investigate the case further example of failing vtcs from the customer have been requested sent back for investigation. If obtained the result of the investigation will be included in the final report. Please note that manufacturer date and expiration date mentioned above for lb09. For ln02 manufacturer date is 02/11/2014 and expiration date is 02/11/2016.

Event description:
According to the customer, there have been incidents were blood was spilled during purge of air through the vtc filter. The nurses were using gloves during sampling and purge of air, but took the gloves off afterwards. The blood was leaked while the samples were homogenized. In some cases the nurses got blood on their hands, but according to the case the blood spill was very limited.